Manufacturer narrative:
While no serious injury was reported, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Involved product that broke during use is not available and cannot be analyzed by our laboratory. Unused products have been evaluated according to our prescriptions and were found in compliance with specifications (measures, torque test). Nothing unusual to report was found during DHR review. Root causes are not identified. This kind of event is tracked and we monitor the trend.

Event description:
In this event it was reported that a protaper next file broke during use; the broken piece could not be retrieved and was incorporated into the filling.